Event description:
Boston scientific received information that this patient with a right ventricular lead reported chest pain. The lead exhibited increased pacing lead impedance measurements but within normal range. Additionally, no sensing or capture was noted. A chest x-ray was performed and showed rv lead dislodgement. The lead tip appeared to be bending back on itself. Additional information received from the field representative indicated that there was no asystole or lead perforation. This rv lead was successfully repositioned and remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.